Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. When the customer restarted the system, the issue was resolved. No cause for the reported event could be identified.

Event description:
The hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient involvement.